Event description:
During a follow-up, a loss of capture and no sensing were observed. Flouroscopic revealed that the lead dislodged. The physician elected to replace the lead.

Manufacturer narrative:
No medwatch form was received.